Event description:
It was reported that the customer experienced an adhesive issue in which the infusion set tape did not stick due to poor glue.

Manufacturer narrative:
Initial 2 of 2. E1: name: (B)(6). Street: (B)(6). City: (B)(6). Country: switzerland postal code: (B)(6). Phone: (B)(6). Based on the available information, this event is deemed to be reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.